Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation

Event description:
The customer reported a possible spontaneous rate change during an infusion. There was no report of patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
"The facility biomed later reported that their internal investigation determined that the issue was related to the device transitioning from the infusion rate to kvo. The customer declined an event log review or device investigation."